Manufacturer narrative:
Per tandem¿s user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after filling a cartridge with over 300 units of insulin. The customer¿s blood glucose level was 95 mg/dl. Reportedly, the customer over filled the cartridge, and reportedly they were not performing the proper air removal process. Tandem technical support educated the customer this was off-label. Reportedly, customer added insulin to a new cartridge and completed the load process successfully.